Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 279 mg/dl to readings of "high" on continuous glucose monitor. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin delivery.